Manufacturer narrative:
It was reported that the affected device has been disposed and will not be returned for evaluation; therefore, a failure analysis is not available and it is not possible to determine the relationship between this device and the cause of this event. The only product-related information provided by the complaint reporter was that "the pt was using a device that had bsc gastrostomy tubes on it." Additionally, no information regarding the hospital or physician was provided. With such limited product information, it was not possible to identify an potential upn/lot combinations, which the affected device may have originated; a review of any device history record could not be performed. However, based on the reported event description, two product families were identified as two possible product families, which the affected device may have originated: replacement bolster enteral feeding and replacement g-tube enteral feeding. The august 2007 15-month replacement bolster and replacement g-tube enteral feeding product family complaint trend reports, inclusive of all failure modes, were reviewed; no unfavorable trends were noted.

Event description:
Note: the date of event and date of death are unk. In 2007, it was reported to boston scientific corporation that a procedure to replace an enteral feeding device with an unk bsc gastrostomy tube was performed. According to the complainant, the pt expired and the "cause of death was leakage of nutrition inside the abdominal cavity." Boston scientific corporation has been informed that no additional information is available at this time.